Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an alert of requesting sensor replacement and was sensor replaced before the expiration date. And also, customer reported the discrepancy between sensor glucose and blood glucose values. The customer reported no adverse event. Troubleshooting was not performed. The event involved product(s) mmt-7040c9. Sensor glucose reported value was 120 to 130 mg/dl, blood glucose reported value was 68 to 62 mg/dl. The difference between sensor glucose and blood glucose was not within the range and it was more than 30%. Insulin delivery was not suspended due to sensor glucose and blood glucose divergence. No harm requiring medical intervention was reported. Product return for mmt-7040c9 is not expected.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hypoglycemia.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.